Manufacturer narrative:
Customer technical service noticed that customer/ operator cut hand on instrument while performing routine weekly maintenance. Customer/operator lost grip on allen-screwdriver provided in the tool kit with instrument while replacing the washer manifold plugs. Unusual occurance. No damage to the instrument sited.